Event description:
Customer reports medication infusion too quickly. Customer states that they believe it was an antibiotic infused in 7 minutes rather than prescribed 25 minutes. No report of patient injury or medical intervention was associated with the use of this pump.